Manufacturer narrative:
Although it was reported that the autopulse platform (serial #(B)(4)) performed properly during patient use, the complaint was the autopulse platform was inadvertently dropped by the hospital staff and could possible be damaged or may no longer function as intended. The returned platform was evaluated and revealed a cracked top cover and displayed user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) thus confirming the reported complaint during visual inspection, initial functional test and archive data review. The root cause for both issues was due to harsh impact caused by user mishandling. Visual inspection of the returned autopulse platform revealed cracked top cover. The top cover needs be replaced to remedy the damaged cover. The initial functional testing of the returned autopulse platform failed due to ua07 error message. The investigation revealed a damaged load cell module 2 sustained by user mishandling. The load cells needs to be replaced to remedy the damaged load cell. During archive review, multiple ua07 (discrepancy between load 1 and load 2 too large) were recorded on the reported event date, thus confirming the reported complaint. Also recorded on the event date, ua02 (compression tracking error), ua01 ((low battery warning), ua18 (maximum take-up depth exceeded) and ua 45 (drive shaft not at home position). These user advisories may likely cleared by the user or possibly contributed to the dropped. For instance, ua01 (low battery warning) can be cleared by replacing the autopulse with a fully charged autopulse li-ion battery, ua45 (drive shaft not at home position) can be cleared by positioning the drive shaft to "home" position. Ua18 (maximum take-up depth exceeded) can occur when a patient is not present, or the lifeband is open or the driveshaft is very sticky and difficult to return to "home" position. And lastly, ua02 error message alerts the operator as the drive shaft rotates and shortens/tightens the life band (compresses the chest), the load sensors do not see the expected increase in load. This typically occurs if the patient is misaligned on the platform or the life band is opened or in the incorrect position during take up/compression. Upon customer approval, the returned autopulse platform will be subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged and load cell characterization test will be performed. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse with serial number (B)(4). Per zoll medical safety assessment, the death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
During patient use, the crew reported that the autopulse platform (serial# (B)(4)) did functioned properly without any fault or error. But, rosc was not achieved and the patient was pronounced dead. After removing the patient from the autopulse platform, the hospital staff inadvertently dropped the platform on the floor and the damage may affect the functionality of the device.